Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of patient dissatisfaction and tissue growth was not confirmed but confirmed a pump malfunctioned via product analysis. An allegation of patient dissatisfaction as well as growth on pump was reported. The ams 700 (ms) pump was visually inspected and functionally tested. The pump failed the activation test, requiring more than 8 lb. Of force to activate. No growths nor abnormalities were identified. Product analysis could not confirm this identified pump malfunction to be the most probable cause of the event, because it is unknown what impact the tissue growth may have had on the pump functionality. The product record review confirmed the reported event of patient dissatisfaction and thickening of the skin do not represent an unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to patient dissatisfaction. The pump was removed as it was not consistently inflating and deflating, tissue growth on pump was observed. A new pump was implanted. No further issues were reported.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. An allegation of patient dissatisfaction as well as growth on pump was reported. The ams 700 (ms) pump was visually inspected and functionally tested. The pump failed the activation test, requiring more than 8 lb. Of force to activate. No growths nor abnormalities were identified. Product analysis could not confirm the reported events nor a relationship with the identified pump malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to patient dissatisfaction. The pump was removed, tissue growth on pump was observed. No information about the patient's outcome was provided. Additional information received. The pump was not consistently inflating and deflating. A new pump was implanted. No further issues were reported.